Manufacturer narrative:
Ni

Event description:
A healthcare worker (hcw) reported feeling stinging in his eyes when opening the door to the sterrad 100s after a completed cycle. Face swelling that spread to the eyelid and mouth was noted. Medical attention was sought; however the cause of the reaction is not known. The hcw has a known chronic connective tissue disorder. At the time of the report, the hcw had not recovered. This is the hcw's first reaction to the sterrad.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis. The DHR (device history review) for sterrad 100s system (B)(4) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for hr-eye reaction. Trending analysis for hr-eye reaction issues associated to the sterrad 100s was considered a low trend. The hhe (health hazard analysis) relating to hr-eye reaction is considered low risk. There were no parts returned for investigation of the report of hr-eye reaction relating to opening the door of the sterrad 100s. The root cause of this complaint could not be verified. Asp will continue to track and trend this issue.